Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a speaker malfunction error message was on the mx40 device. There was no report of a patient injury or harm.

Manufacturer narrative:
The results of the investigation found that the speaker was functioning as intended. There is no data to support a speaker malfunction. The issue was resolved by replacing the device for customer satisfaction purposes. The device was tested successfully and sent to finished goods inventory. No further action or further investigation is warranted.